Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that during a re-training on rad-57s using a rainbow dci sensor, 2 different healthy persons have been tested and the spco ranged from 4 to 6% whereas clinicians/end users were expecting 0. There was no known impact or consequence to patient.